Manufacturer narrative:
Initial 2 of 2: e1: patient country: brazil. Name: (B)(6), country: united states of america, based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced two catheter units were lost because they were easily detached from the body as adhesive did not stick to the skin on (B)(6) 2026.